Event description:
A pt's meter would not recognize the blood sample. Pt was walked through a control solution test, but the meter would not recognize the control solution sample. This issue was not resolved.